Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("increasingly severe pain/ chronic pelvic pain") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), dyspareunia ("pain during intercourse"), migraine ("excessive migraine headaches"), fatigue ("chronic fatigue"), depression ("depression"), alopecia ("excessive hair loss"), abnormal weight gain ("excessive weight gain") and tooth disorder ("excessive dental problems"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia, back pain, abdominal pain, abdominal distension, dyspareunia, migraine, fatigue, depression, alopecia, abnormal weight gain and tooth disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, back pain, depression, dyspareunia, fatigue, menorrhagia, migraine, pelvic discomfort, pelvic pain and tooth disorder to be related to essure. The reporter commented: plaintiff never experienced any of the reported conditions prior to undergoing the essure procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils properly placed. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 27-apr-2017: quality-safety evaluation of product technical complaint. Company causality comment: this litigation case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2011 and experienced increasingly severe pain/ chronic pelvic pain. Essure was removed on (B)(6) 2016. Pelvic pain is highly prevalent in women, and may have gynaecological and nongynaecological causes. In this case, no alternative explanation was provided. This case was classified as incident since device removal was required. Additionally, non-serious events were reported. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Follow-up information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('final remaining pieces were removed individually') and pelvic pain ('increasingly severe pain/ chronic pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included nickel sensitivity. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse"), menorrhagia ("heavy menstrual bleeding"), abdominal distension ("abdominal bloating"), migraine ("excessive migraine headaches"), fatigue ("chronic fatigue"), depression ("depression"), alopecia ("excessive hair loss"), abnormal weight gain ("excessive weight gain"), tooth disorder ("excessive dental problems") and dementia ("dementia"). The patient was treated with surgery (essure removal,tubes and uterus removed and hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, pelvic pain, pelvic discomfort, back pain, abdominal pain, dyspareunia, menorrhagia, abdominal distension, migraine, fatigue, depression, alopecia, abnormal weight gain, tooth disorder and dementia outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, back pain, dementia, depression, device breakage, dyspareunia, fatigue, menorrhagia, migraine, pelvic discomfort, pelvic pain and tooth disorder to be related to essure. The reporter commented: plaintiff never experienced any of the reported conditions prior to undergoing the essure procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils properly placed.. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 12-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('final remaining pieces were removed individually') and pelvic pain ('increasingly severe pain/ chronic pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included nickel sensitivity. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse"), menorrhagia ("heavy menstrual bleeding"), abdominal distension ("abdominal bloating"), migraine ("excessive migraine headaches"), fatigue ("chronic fatigue"), depression ("depression"), alopecia ("excessive hair loss"), abnormal weight gain ("excessive weight gain"), tooth disorder ("excessive dental problems") and dementia ("dementia"). The patient was treated with surgery (essure removal,tubes and uterus removed and hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, pelvic pain, pelvic discomfort, back pain, abdominal pain, dyspareunia, menorrhagia, abdominal distension, migraine, fatigue, depression, alopecia, abnormal weight gain, tooth disorder and dementia outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, back pain, dementia, depression, device breakage, dyspareunia, fatigue, menorrhagia, migraine, pelvic discomfort, pelvic pain and tooth disorder to be related to essure. The reporter commented: plaintiff never experienced any of the reported conditions prior to undergoing the essure procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils properly placed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-mar-2021: medical record received- new event device breakage was added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain/ chronic pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), dyspareunia ("pain during intercourse"), migraine ("excessive migraine headaches"), fatigue ("chronic fatigue"), depression ("depression"), alopecia ("excessive hair loss"), abnormal weight gain ("excessive weight gain"), tooth disorder ("excessive dental problems") and dementia ("dementia"). The patient was treated with surgery (essure removal,tubes and utreus removed). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia, back pain, abdominal pain, abdominal distension, dyspareunia, migraine, fatigue, depression, alopecia, abnormal weight gain, tooth disorder and dementia outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, back pain, dementia, depression, dyspareunia, fatigue, menorrhagia, migraine, pelvic discomfort, pelvic pain and tooth disorder to be related to essure. The reporter commented: plaintiff never experienced any of the reported conditions prior to undergoing the essure procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils properly placed.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain/ chronic pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), dyspareunia ("pain during intercourse"), migraine ("excessive migraine headaches"), fatigue ("chronic fatigue"), depression ("depression"), alopecia ("excessive hair loss"), abnormal weight gain ("excessive weight gain"), tooth disorder ("excessive dental problems") and dementia ("dementia"). The patient was treated with surgery (essure removal,tubes and utreus removed). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia, back pain, abdominal pain, abdominal distension, dyspareunia, migraine, fatigue, depression, alopecia, abnormal weight gain, tooth disorder and dementia outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, back pain, dementia, depression, dyspareunia, fatigue, menorrhagia, migraine, pelvic discomfort, pelvic pain and tooth disorder to be related to essure. The reporter commented: plaintiff never experienced any of the reported conditions prior to undergoing the essure procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils properly placed. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: even added- dementia. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("increasingly severe pain/ chronic pelvic pain") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), dyspareunia ("pain during intercourse"), migraine ("excessive migraine headaches"), fatigue ("chronic fatigue"), depression ("depression"), alopecia ("excessive hair loss"), abnormal weight gain ("excessive weight gain") and tooth disorder ("excessive dental problems"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia, back pain, abdominal pain, abdominal distension, dyspareunia, migraine, fatigue, depression, alopecia, abnormal weight gain and tooth disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, back pain, depression, dyspareunia, fatigue, menorrhagia, migraine, pelvic discomfort, pelvic pain and tooth disorder to be related to essure. The reporter commented: plaintiff never experienced any of the reported conditions prior to undergoing the essure procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: coils properly placed. This litigation case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2011 and experienced increasingly severe pain/ chronic pelvic pain. Essure was removed on (B)(6) 2016. Pelvic pain is highly prevalent in women, and may have gynaecological and nongynaecological causes. In this case, no alternative explanation was provided. This case was classified as incident since device removal was required. Additionally, non-serious events were reported. Follow-up information will be obtained through the litigation process. A product technical analysis is being sought.